Manufacturer narrative:
No product was available to be returned. Without the benefit of examination and testing wellspect healthcare is precluded from commentings on the condition of the device or the cause of the occurrence. Should devices or additional information be received, a follow up report will be filed.

Event description:
Complaint information provided by user located in (B)(6) (reporter) in writing and via oral follow up communication: the reporter underwent a bladder augmentation (augmentation cystoplasty) in yr2000 and has used the manufacturer's catheters for intermittent urinary catheterization (ic) since then, 5-6 times daily. He claims having experienced problems, when performing the ic-procedure, with the catheters' coating and repeatedly during the last 14 yrs but has not raised any complaint earlier. The catheter coating is claimed to sometimes be rough or sharp. This is said to having caused considerable discomfort, causing bleedings that in turn is has led to frequent infections with repeated antibiotic treatments. The patients has visited several urologists and gps, but the healthcare professionals has not understood why he has had these infections. The reporter has however recently concluded it is caused by the catheters which is why he was now reporting the matter. The batch of lofric catheters being used at the time of raising the complaints is said not to cause any problems like those described. He was encouraged to send the manufacturer lot numbers and samples of previous batches, if available, for investigation but nothing has been received so far and it is not considered likely to come. The reporter does not wish to change to another catheter product. Repeated and frequency attempts for contacting his gp for more information has been unsuccessful.